Manufacturer narrative:
Examination of the returned device was unable to confirm the reported event as the referenced neck trials were not returned for examination. The returned stem trial shows signs of moderate usage, however the threads are not damaged suggesting the reported damage was on the mating component. A complaint database search on the provided product code identified reports of thread damage preventing proper mating and trialing. The investigation could not verify or identify any product contribution to the reported event with the information provided as the referenced mating components were not returned for examination. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Neck trials are hard to screw on and don't always fully seat onto stem causing the neck to rotate while trialing.